Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the instrument was suddenly broken. It was noted that the fragment was taken out. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The customer was grasping tissue when the device fragment fell inside the patient. The surgeon believed that maybe the quality of the instrument caused the instrument to break. The instrument had been in use for about half an hour prior to the issue. The surgeon did notice issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment fell inside the patient during an instrument tip collision. The wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument the wrist was straightened. The surgical staff did not feel any resistance upon final removal of the instrument through the cannula. Damage to the cannula after the event occurred was noticed. Other damage was noted by the staff after the event occurred. The fragment was received with other forceps by the assistant. All fragments were retrieved and confirmed. No additional surgical procedures were required to remove the fragment. No post operative tests were performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have on blade broken at the base. A piece approximately 0.077" x 0.471" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h10/h11 for follow-up information.